Event description:
Patient had lap chole on (B)(6) 2016, admitted observation status on (B)(6) 2016 for abdominal pain, discharged (B)(6) 2016 and admitted again on (B)(6) 2016 and transferred to higher level of care on for ercp.